Event description:
Information was received from a manufacturer representative regarding a patient who was receiving lioresal (baclofen) (2000 mcg/ml at 550 mcg/day) via an implantable infusion pump for intractable spasticity and post spinal cord injury. It was reported that on (B)(6)2021 there was a pump replacement done where a back table prime was performed on the new pump but the catheter was not primed. Overnight, the patient had symptoms of withdrawal. Flow rate was 0.275 ml/24 hours = 0.01145 x 21 hours elapsed since the pump and catheter were hooked up = 0.262 ml catheter volume - 0.24 ml = 0.022 ml. The physician would also like to add a 50 mcg bolus. 50/2000 = 0.025 ml + 0.022 ml= 0.047 ml over 3 mins is the new advanced prime to achieve drug to the tip of catheter plus 50 mcg bolus.

Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial#: (B)(4), implanted: (B)(6) 2015, product type: pump. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) reported that the patient's catheter was primed for a bolus and the event was resolved. The patient's weight and device serial number were asked and was not provided.